Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer in the USA of hole in the catheter and peritonitis in a patient coincident with dianeal pd4 ambuflex (dianeal low calcium) therapies. During a call with baxter customer service, the following was reported. On an unreported date, the patient's catheter had a hole. On (B)(6) 2012, the patient was diagnosed with and was hospitalized for peritonitis. On an unreported date, the patient began treatment with unspecified antibiotics for peritonitis. The cause of peritonitis was reported as hole in the catheter. On (B)(6) 2012, the patient was discharged from the hospital. Follow-up information ((B)(6) 2012): the nurse confirmed the event of peritonitis. The nurse confirmed the hospitalization dates as previously reported, but was unable to confirm that there was a hole in the patient's catheter as reported by the consumer. The patient recovered from peritonitis in (B)(6) 2012. The event of peritonitis was unrelated to baxter products.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A batch review was conducted for potentially associated lot number: h12c02113. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified. Should this is report 1 of 2 involved in this event.